Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during lap cholecystectomy the clips did not form correctly. No pt consequences were reported.